Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On 07-feb-2020 baxter received additional information from the user facility, an implication that a spectrum pump did not infuse during therapy. The pump was reportedly programmed to deliver 500ml of cold normal saline (ns) bolus at a rate of 999 ml/hr. After 30 minutes the device alarmed infusion complete and when the registered nurse assessed the bag, no fluid had gone form the bag however, the device displayed 500ml given. The line was assessed, and more volume was programmed for the patient to get bolus. Pump was "running" but no drops where observed dripping in the chamber. The key to open the pump was noted to be partially still clamped but the device did not alarm. Flow was observed despite showing that 500 ml was delivered. It is unknown if a fraction of the solution was actually delivered, or whether decreased flow rate occurred. It was further reported that the pump did not trigger an alarm despite the clamp was partially engaged. There was no known patient injury or medical intervention associated with this event. No additional information is available.